Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, the patient was admitted to the hospital. Additional information indicated that lead had vegetation, and the patient was treated with intravenous antibiotics. There was no additional adverse patient effects were reported. This rv lead was explanted.